Event description:
It was reported that the cause of the event was a catheter occlusion. A magnetic resonance image (MRI) was done (B)(6) 2012 and it revealed no evidence of granuloma. The patient¿s dose was reduced to 0.310 mg/day of dilaudid on (B)(6) 2012. The patient was put on oral narcotics. A dye study was attempted (B)(6) 2012, but the healthcare provider (hcp) was unable to withdraw fluid from the catheter. The catheter was replaced (B)(6) 2012. The patient was taken to surgery for an open exploration of the pump. The sutureless connector was exchanged. The patient experienced withdrawal symptoms of nausea, vomiting, and increased pain. The patient was not hospitalized. The patient outcome was reported as non-serious injury/illness. The device system was used to deliver dilaudid.

Event description:
A volume discrepancy was reported with the actual residual volume (arv) greater than the expected residual volume (erv): arv: 19ml, erv: 3.3ml. This was the first refill after an implant/replacement. It was stated that the pump was replaced due to normal battery depletion and at the time a new pump connector (8578) was used. It was added that the catheter was aspirated once the connector was put on; unknown if it was aspirated through the cap (catheter access port) after it was connected to the pump. It was stated that during the surgery "everything looked good." It was added that the patient had experienced withdrawal since the implant surgery i.e. (B)(6) 2012 with symptoms of nausea, vomiting, and diarrhea. Patient was also taking more po meds. There were no pump alarms and the programming was checked to be correct. Drug delivered via the device was hydromorphone. On (B)(6) 2012, patient had an MRI and there was no motor stall recovery. The pump was stated to be at minimum rate and the pump was alarming; motor stall recovery was expected to take longer. They were monitoring the patient. Patient was also scheduled for a cap study on (B)(6) 2012. It was added that at first, they thought the patient did not have any withdrawal symptoms; however, after questioning, the patient further, they believed he went through withdrawal; "patient did not have any significant symptoms, but had a little withdrawal at some point following the pump replacement." Patient was not hospitalized for the event. It was later reported that the pump connector was replaced as patient's therapy stopped working. They were not able to aspirate from the cap; an occlusion was indicated. Patient was without injury.

Event description:
Additional information received reported the pump recovered from the stall without any further problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter model: 8578, lot# n304029003, implanted: (B)(6) 2012, explanted: unk. (B)(4). The pump connector (8578) was received; however, the analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump/catheter connecter (B)(4) revealed an indent in the seal and occlusion in the sutureless (sc) connector. Under microscope inspection a circular indent could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port may possibly have been occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.